Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm performed troubleshooting on the iabp and found no issues; everything was functioning properly within manufacturer's specifications. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, there was no arterial pressure waveform on the cardiosave intra-aortic balloon pump (iabp). There was no patient harm and no adverse event reported.